Manufacturer narrative:
Fse arrived at the site to address the reported event. Fse confirmed and reproduced the issue by observing a jammed cup in the incubator. Fse removed the incubator cover to remove the misplaced cup. The customer stated that a jelled specimen may have caused the cup to jam. Next, fse successfully performed three cup transfer tests without errors. Fse was subsequently able to perform daily check without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 07dec2018 to aware date (B)(6) 2020. There were no similar complaints identified during this search period. The aia-900 operator's manual, section 12- flags and errors was reviewed. 4271 incubator home detect error. The a1a-900 operator's manual indicates that the 4271 incubator home detect error message is generated when the home sensor s120 fails to be activated after the incubator moves toward the home position. Measurements will be interrupted. The operator is instructed to contact the service department and check s120 and pm120 for possible malfunction. 4276 incubator positioning error: the a1a-900 operator's manual indicates that the 4276 incubator positioning error message is generated when the home sensor s120, which is supposed to detect the incubator when it reaches the target position, fails to be activated. Measurements will be interrupted. The operator is instructed to contact the service department and check s120 and pm120 for possible malfunction. The most probable cause of the reported event was due to the incubator being jammed by a misplaced cup.

Event description:
The customer reported receiving "4276 incubator positioning" and "4271 incubator home detect" errors on their aia-900 analyzer. Technical support (ts) instructed the customer to check for dropped cups or cups stuck in the incubator, but none were observed. When ts instructed the customer to perform the "all set home" command to observe the movement of the incubator, the customer noted that the belt vibrated, but did not move. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prolactin (prl) and intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Corrected data: updated h6 conclusions code from 4307 to 51.